Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 37 fractured. Construction was a crown placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. The implant shows severe damage, due to removal. Material analysis concluded: no detectable material impairment.